Event description:
It was reported that the silver rod inside of instrument loosens and spins during pre-surgery. The blade would not be able to work properly with the loose base piece. The white nozzle near the base of the blade is loose, and it moves around the blade. This makes the blade unstable for use. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device was completed. The device and an open pouch were returned in a plastic bag. The pouch was open from 3 of 4 sides when returned. There were traces of contamination observed on the middle tube, mostly distal end of the middle tube. The inner and middle tube assemblies spun by hand with no binding sound observed. However, the outer hub/base of the device was loose and freely spinning by hand. During the blade installation into a handpiece, the distal portion of the device was not aligned with the proximal portion/base of the device. The device oscillated up to 500rpm and during the oscillation, the middle tube was moving at the same time as the inner blade. The device failed functional testing due to defective condition upon return and the inability to spin properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated, previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.